Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella 5.5 and experienced atrial fibrillation (af). Amiodarone was administered and support continued. Additionally, the patient had a gastrointestinal bleed. Heparin was withheld and two units of packed red blood cells were transfused. The patient's family decided to withdraw care and the patient expired.